Manufacturer narrative:
D4: lot number is unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. B2: outcome attributed to adverse event is additional surgery and hospitalization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having extensive decompression, discectomy, and posterior spinal fusion from t12 to s1. It was reported that post surgery, several months later, the patient had t12 compression fracture with loosening of the t12 pedicle screws and progressive kyphosis was identified on imaging, leading to hospitalization and revision spinal surgery to address the fracture, hardware instability, and spinal alignment, after which the event was classified as serious due to the need for surgical intervention and hospitalization and was reported as resolved following revision treatment. The adverse event (t12 compression fracture) resulted in a new hospitalization from (B)(6) through (B)(6) 2026, during which the patient received active treatment, including use of a spinal brace , medication administration, and additional spinal surgery performed on (B)(6), 2026. During hospitalization, postoperative pain management and anesthesia included fentanyl 50 micrograms IV prn ( started and ended (B)(6) 2026) for post-lumbar spine pain, hydromorphone 0.5 mg IV prn ((B)(6), 2026) for post-lumbar spine surgery pain, morphine 3 mg IV prn ((B)(6), 2026) for post-lumbar spine surgery pain, methadone 5 mg IV prn ((B)(6), 2026) for anes thesia related to additional lumbar spine surgery, and ketamine 30 mg IV prn ((B)(6), 2026) for anesthesia during additional lumbar spine surgery. Oral pain management included oxycodone administered prn for post-lumbar spine surgery pain at 5 mg orally on (B)(6), 2026, 10 mg orally from (B)(6) to (B)(6), 2026, 15 mg orally from (B)(6) to (B)(6), 2026, and 10 mg orally on (B)(6), 2026. The event required narcotic/opioidadministration and surgical intervention and was reported with an outcome status of recover ed/resolved, with an outcome date of (B)(6), 2026. On (B)(6), 2026, clinically significant diagnostic evaluations were performed. A computed tomography (CT) scan demonstrated posterior decompression from t12 through s1 with lumbar canal decompression , lucencies surrounding the bilateral t12 pedicle screws consistent with hardware loosening, and a mostly healed vertical fracture involving the posterior third of the t12 vertebral body extending from the inferior endplate to the level of the pedicle screws without retropulsion. Additional CT findings included facet disease, ligamentum flavum hypertrophy, and ventral spur disc complexes resulting in acquired spinal canal stenosis with cord contour distortion at the t11¿t12, t9¿t10, and t7¿t8 levels; spondylitic changes impinging the ventral thecal sac at the t5¿t6 and t6¿t7 levels without cord impingement; right ventral cord impingement at the t4¿t5 level; and left lateral discogenic spurring impinging the thecal sac and left ventral cord at the t2¿t3 level. Eos imaging performed the same day identified kyphosis associated with a t12 compression fracture. All diagnostic tests were documented as clinically significant, and diagnostic testing was confirmed as performed. Plain radiographs performed on (B)(6) 2026, to evaluate pain, demonstrated a kyphotic segment above the prior fusion with findings concerning for a fracture extending from the tips of the screws, without extension into the vertebral endplate. These imaging findings supported the need for revision spinal fusion from t10 to s1. Site seriousness assessment: the event was assessed as serious due to hospitalization and the requirement for medical and surgical I ntervention. There was no congenital anomaly, no death, no life-threatening condition, and no disability associated with the event. Site related assessment: the event was assessedas probably related to the device and probably related to the procedure, with the identified procedure being the index surgery. No study-related relationship was indicated. Sponsor assessment: the event was not related to procedure, but probable related to device. There was no patient symptom reported. There were no further complications reported regarding the event. 2026-apr-22_e1: additional information was received that there were no device deficiencies or malfunction/allegation other than related products. The site assessed adverse event 002 (B)(6) 2025 t12 compression fracture as probable relationship to index study procedure and probable to device. Update received on 2026-may-01: narrative: plain films are performed on (B)(6) 2026 to evaluate pain demonstrate screws potentially fracture from the tip of the screws out but not into the endplate. For revision t10-s1 fusion.